Event description:
It was reported by the customer that on (B)(6) 2010, the fiber end fired. The number of joules was not reported. No pt injury was reported. The device was not returned for evaluation.